Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) fo urinary/bowel dysfunction and urgency frequency. It was reported that they were having a return of symptoms and that the issue started over the weekend. Patient stated that last night, they woke up twice because they had to "evacuate" and confirmed that since they had their ins, they were having a little less than 50% reduction on symptoms, but they did notice less urinary frequency and less urinary urgency. Patient then added that for the last couple of days, they've been going back to like how it was before they had their ins implanted. Patient mentioned that their last adjustment was made early last week and that they tried to make an adjustment over the weekend, but they were unable to increase their stimulation. Patient also mentioned that since their last adjustment, they feel a little less uncomfortable and that they're still getting used to the "pressure" and the pulsating stimulation. During the call, patient tried to increase th eir stimulation and confirmed that they did not see an error. Patient then tried to change programs but confirmed seeing the operation failed screen. Before agent could ask the specific message shown on the programmer, patient already switched back to their previous program and just increased the stimulation to a comfortable level. Patient confirmed feeling the stimulation in their bike seat area. Patient will maintain stimulation and will continue to monitor their symptoms. The patient was redirected to doctor if issue persists.